Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer reported a high blood glucose reading of 423 mg/dl. The customer reported blood on the sensor. It was reported that automode was not active. No further information regarding the high blood glucose reading reported. The insulin pump will not be returned for analysis.